Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had received a compromised force sensor system alarm on the insulin pump. They were rewinding the insulin pump when the alarm occurred. They called the diabetes team and was advised to revert to manual injections. The customer¿s blood glucose level was 5.9 mmol/l. The device will not be returned for analysis.